Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the site was experiencing an alleged inaccuracy during a surgery. Prior to the surgery the site had hit the system's dongle against something, plugged it back in, and went to take a spin. The site was able to continue with the case, but expressed concern with the accuracy of the resulting scan. A manufacturing representative suggested doing another spin. Once the spin was completed, the navigation was accurate and the site successfully proceeded with the case.  Patient impact had not been reported yet.

Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that there was a delay of 10 minutes and no impact on patient outcome. It was also reported that the dongle was broken off and the radiology tech couldn't get the machine to start. She plugged the dongle back in and taped it shut, turned it on, wheeled it to the room, did a spin, then the surgeon started to navigate. The navigation was clearly off. They tried re-registering the instruments and they were still inaccurate. They confirmed that the dongle shouldn't cause any inaccuracy with the navigation system. The site noted having issues with the imaging acquisition system (ias) not working two weeks prior, and issues with the system not closing a week prior. The suspected cause of the inaccuracy was due to shifted anatomy or reference frame.